Event description:
Patient had a primary right hip implant in 2010 and reported pain in groin and feeling of hip "giving out". Patient stated he received a letter in 2011 that his implants were subject to a recall but he was not having any issues at that time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.